Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076 implantable pacing lead, (B)(6) 2007; implantable defib lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had a high threshold greater than 4v ring to coil. It was also reported that the threshold was not realized at the other configuration. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.